Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with patient ID (B)(6) and study ID (B)(4) having spinal therapy. Interventions action subtype: ae result in hospitalization action result: n action subtype: referral to specialist action result: yes specialist type: pain diagnostics action type: diagnostic action subtype: CT without contrast1 action result: fractures of the bilateral l4 screws action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: y it was reported that the patient had pseudoarthrosis at l4 and possible non-solid fusion, which is causing pain on the right side to worsen with activity. Sponsor assessment: it was possible related to the post fix device (screws) and not related to the procedure, to the tlif graft material and to the interbody device (spacers). Interventions action subtype: ae result in hospitalization action result: no action subtype: any other action(s) taken action result: no action subtype: referral to specialist action result: yes, specialist type: pain adverse event info: does the adverse event involve a lumbosacral spinal level: y if yes, levels involved: l4-l5. Site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention. Site related assessment: it is not related to capstone peek spinal system, posterior supplemental fixation system, possible related to tlif grafting and causal relationship to the procedure tlif. Additional information received that there was no plan/schedule for the revision surgery at this point of time. Site seriousness assessment: severity of ae - moderate additional information received that there is no malfunction with spacers (pli 10, 20).

Manufacturer narrative:
D4: lot# is unknown; UDI is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 desc evt problem, d6a implanted date are updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Interventions: action subtype: did the ae result in any treatment action result: n it was noticed that definitely left l4, unclear break right l4. Action type: diagnostic action subtype: CT without contrast1 action result: fractures of the bilateral l4 screws action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast2 action result: psf l4-s1 and l5-s1 lami with multilevel lumbar spondylosis with increased at l3-l4 resulting in severe central spinal canal stenosis with crowding of cauda equina consistent with adjace segment deg action date: (B)(6) 2026 action type: diagnostic action subtype: were any diagnostic test performed action result: y it was mentioned unclear break right l4 pedicle screw (cd horizon solera).

Manufacturer narrative:
B5 desc evt problem is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that definitely broken screw is at left l4.